Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a transpac¿ it trifurcated monitoring kit, 84" safeset reservoir, 2 blood sample ports, 3ml flush devices, un-bonded macrodrip (pole mount) was found to have a broken connector leading to a leak during patient use. The reporter stated that patients bleeding out arterial lines. The event date started on 24-may-2024 up until 02-oct-2024. No conversion from another supplier, the same product has been used for a long time. The risk concern is the patient safety concern. A sample photo was provided showing products affected inside a clear plastic container. There was no patient harm reported.

Manufacturer narrative:
The reported complaint of broken connector was confirmed. Two images were provided by the customer, one showing a break at the stopcock and the other one showing a pressure tubing separation from the safeset port. The safe set port is not part of the returned set. During visual inspection of the sample, the three-way stopcock was observed to be broken. Beach marks were observed at the broken region. The probable cause of the breakage had occurred due to unintentional bending and twisting forces applied during use. Without the return of the pressure tubing and safeset port, a probable cause could not be identified. A device history lot # review could not be conducted because no lot number(s) was/were identified.